Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial driven arrhythmia. The patient was asymptomatic. It was also mentioned the device recorded noise and technical services (ts) review was requested. Ts discussed the shock electrogram (egm) shows myopotential noise and confirmed the atp was inappropriate due to atrial tachyarrhythmia. Programming suggestions were provided. The device remains in service. No additional adverse patient effects were reported.